Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. After the lesion was pre-dilated resulting to 40% residual stenosis, a 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was found to be lifted when it was advanced into the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported.